Event description:
It was reported that during a procedure, a clip applier misfired and severed a vein in the pt.

Manufacturer narrative:
Final investigation showed that the device was able to properly fire, pinch and reload the next two available clips. The clips were examined under magnification after being fired, and met all visual acceptance criteria for clip alignment and compression.